Event description:
The patient's husband/user of the fmc device stated when he powered on the cycler, it showed a message "do not insert cassette and close cassette door". Tech support assisted with clearing the message. During his conversation with tech support, he mentioned that the cycler had not been used in almost 2 weeks because his wife was in the hospital. The peritoneal dialysis rn (pdrn), during a f/u phone call, stated the patient was in the hospital from (B)(6) 2011 for abdominal pain associated with an adnexal (uterine) mass that was not caused by the use of the cycler. Additionally, she states that the patient is now on hemodialysis because she is non-compliant with aseptic technique and has had frequent episodes of peritonitis due to touch contamination, her last being (B)(6) 2011 (vancomycin; gentamycin given for 6 days). There were no reported device malfunctions or cassette fluid leaks.

Manufacturer narrative:
The liberty cycler was returned for evaluation; no non-conformities were found. The unit passed all tests during simulated treatment testing and met specifications. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. The clinical investigation indicates the device created an alarm/message, as designed, to alert the user of a potential problem. Peritonitis is typically due to touch contamination of the pd catheter/tubing connection and not attributed to the cycler. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events rec'd between march 21, 2011 to march 11, 2013.